Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to noise and 3000 ohms impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.upon receipt, the lead under complaint was found cut 49.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery.the insulation was found rubbed through in the distal region. Furthermore, the conductor cable leading to the ring electrode was found fractured 10 cm proximal to the lead tip. These damages are assumed to be the root cause of the reported clinical observations.based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration.additionally, the analysis showed between 26 and 33 cm proximal to the lead tip that the insulation was damaged and the conductor cables leading to the rv shock coil and ring electrode fractured. These damages probably occurred during the extraction procedure.the fixation helix was found bent. The deformation most likely resulted from the surgery.prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.